Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out-of-range pacing impedance measurements, high capture thresholds, and loss of capture on the right atrial (ra) lead. No asystole was noted. Subsequently, a revision procedure was performed, and the ra lead and the crt-d were explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the crt-d was subjected to and passed all automated testing. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out-of-range pacing impedance measurements, high capture thresholds, and loss of capture on the right atrial (ra) lead. No asystole was noted. Subsequently, a revision procedure was performed, and the ra lead and the crt-d were explanted and replaced. No additional adverse patient effects were reported.